Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called and stated that the toothbrush head was coming off while he/she was using it; he/she had to shut the brush off and push the head back on while he/she was brushing. No injury was reported.